Event description:
Patient had plugs placed in 2001. In 2005 doctor couldn't irrigate through the lower right punctum. Pt is considering surgical intervention. Presence of a plug has not been determined at this time.